Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, cracks on the mainbody of the transfer set were observed. Leak testing, clear passage testing and clamp function testing were performed with no issues found. As a result, the reported problem was confirmed due to the cracks found on the mainbody. However, the cause could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received. A review of all batch record documents for lot number h12i21011 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that the minicap transfer set was leaking fluid and could not be stopped even when the clamp of was closed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.